Event description:
According to the reporter eight months post-operatively, of a laparoscopic ventral hernia bilateral retrorectus repair with divarication repair performed on (B)(6) 2023 where a mesh was implanted, hernia recurrence was noted. The patient was seen by a physician in a clinic in (B)(6) 2025 presenting a CT (computed tomography) scan taken on (B)(6) 2024 which showed an obvious central mesh fracture. There was a 4cm defect with large amount of small bowel protruding through it. A category 1 reoperation has been scheduled to be performed shortly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.